Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges would not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring and was unable to load the cartridge. Reportedly, the cartridge shroud was warped. Additionally, it was reported that a minimum fill message occurred with multiple cartridges after the cartridges were filled with 300 units each. The user¿s blood glucose (bg) level was 350 mg/dl. The user addressed bg level with manual injections. The user was able to load a new cartridge.